Event description:
It was reported that approximately one month post-implant of a bifurcated device, fenestrated device, and two renal stents the patient died allegedly due to hypoxemic respiratory failure. Reportedly, (B)(6) days post-implant of the devices, the patient presented in emergency room. A follow up computed tomography scan revealed an occlusion on the inferior mesenteric artery and bilateral renal stents. The patient was transferred to the intensive care unit, where reportedly the patient expired eleven days later. Reportedly, the devices were explanted the next day.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. A sample and medical records were evaluated and identified that no definite root cause could be determined. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined based with information. No conclusions could be drawn.